Manufacturer narrative:
H3: product analysis of part#: 8532067, visual and optical inspection confirmed the screws have broken due to torsional overload. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c4-6 laminoplasty for c3-7 stenosis. It was reported that the screw fractured while halfway inserted. A portion of the screw was explanted, the other piece still remains in patient. There was no patient symptom reported. No hospitalization/prolongation of existing hospitalization was necessary and no additional/revision surgery performed. There were no further complications reported regarding the event.